Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got the critical pump error. The customer blood glucose level was 240 mg/dl. It was also reported that insulin pump received a broken force sensor was detected during seating or regular delivery error alarm. The insulin pump will be returned for analysis.